Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the internal blue fiber cable, and the patient side cart (psc) card cage due to errors of 170 and 31089. The system was tested and verified as ready for use. Isi did receive the psc card cage involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a non-recoverable error. A technical support engineer (tse) identified error 31089, which pointed to fiber port 3 on the tower. The customer checked the fibers, and they were all seated properly. The customer mentioned they used wall ports. Tse requested that the cables be removed from the wall ports and the components be connected directly. The customer moved the procedure to another robotic room. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the patient side cart (psc) card cage and performed the failure analysis. The card cage was analyzed and found to have no functional issues. The card cage was installed on an in-house system and functioned as expected. The internal blue fiber cable is a scrap part and was not returned for further evaluation. The probable root cause is due to a communication issue with the robot. The specific root cause cannot be traced more specifically since the internal blue fiber cable was not returned and no issues were found with the card cage.

Event description:
Refer to h11 for follow-up information.